Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one discordant calcium_2 concentrated (ca_2c) test result was obtained on each of twelve samples from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced two concentrated drain pump (cdp) tubing cassettes and repaired mechanical play in the reagent turn table 1 (rtt_1) by adjusting a bearing and bushings assembly. The cause of the discordant calcium_2 concentrated (ca_2c) test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One discordant calcium_2 concentrated (ca_2c) test result was obtained on each of twelve samples from an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same patient samples were repeated on an alternate advia chemistry xpt instrument and the repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.